Manufacturer narrative:
This report is submitted july 9, 2018.

Event description:
Per the clinic, the patient experienced a performance decrement and migration of the electrode array, resulting in the decision to explant the device on (B)(6) 2018.